Event description:
It was reported that patient cannot get a full charge on the ipg due to difficulty charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred for months from the date the manufacturer was made aware.